Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that their ins came out of the pocket and was ¿in like a frisbee¿ within a month of being implanted. They always had difficulty finding a good location to recharge for coupling and recharging takes them a while. It was suggested that they lay on it to recharge but they cannot lay on their back for several hours to recharge. The healthcare professional (hcp) repositioned the ins to resolve the pocket issue. No further complications were reported/are anticipated.